Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced.